Manufacturer narrative:
This per was determined to be a duplicate of (B)(4). The manufacturer's investigation conclusion was captured under MFR# 2916596-2019-03831.

Manufacturer narrative:
Approximate age of device 1 year. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient underwent a pump exchange from hmii to hm3 due to hemolysis and high lactate dehydrogenase. Vad-20254 will be returned for evaluation.